Event description:
It was reported that, after thr surgery had been performed on an unknown date, the patient experienced an aseptic loosening acetabular cup. This adverse event was solved/treated by a revision surgery on (B)(6) 2025, in which one (1) r3 0 deg +4 xlpe acet lnr 32mm x 48mm, one (1) oxinium fem hd 12/14 32mm +0 and one (1) r3 3 hole acet shell mm48 were explanted. Current patient's health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Corrected information: b1, h6 (clinical code). Additional information: h3, h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the r3 3 hole acet shell mm48. Therefore, no investigation is deemed for the other devices. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, although aseptic loosening was reported, a clinical root cause for the loosening and subsequent explantation cannot be confirmed with the limited information provided. The patient impact was the explantation. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for revealed that total hip systems revealed in adverse events in primary and revision surgery that failure to observe the warnings and precautions, trauma, strenuous activity, implant alignment, patient non-compliance, involuntary muscular disorders, improper or duration of service increase the risk of loosening, bending, cracking, or fracture of implant components, which may lead to revision surgery. It also states that implant loosening or fracture, particularly of smaller sized or high offset implants, is more likely to occur in patients who are young, physically active, and/or heavy, which may lead to implant failure and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, lack of ingrowth, osteolysis and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.